Event description:
It was reported the left ventricular (lv) lead dislodged and was in the right ventricle. It was further reported that there was failure to capture. In addition, it was noted that the patient participated in the system longevity study. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the left ventricular (lv) lead dislodged and was in the right ventricle. The lead was removed and replaced. No patient complications were reported as a result of this event.